Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 39cm distal to the is4 connector pin that the conductor coil leading to the ring electrodes was found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the above mentioned fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the insulation was found damaged 36cm distal to the is4 connector pin, most likely resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 48 months, it was reported that a lead impedance alert was received via homemonitoring and oversensing was detected. The lead was replaced.